Event description:
In 2005, a pt at facility collapsed seven minutes into receiving hemodialysis with a psn 120 dialyzer (lot number h04f24508) and subsequently went into caridiac/respiratory arrest leading to asystole after one hour.